Event description:
It was reported that the catheter was removed during implantation.

Manufacturer narrative:
There were no noted tears, occlusions or other damage on the returned catheter. A review of the manufacturing records showed no anomalies.